Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be completed. Baxter has conducted a trend review for the reported event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history and service history was performed with no failures or malfunctions noted that could cause or contribute to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who developed a hernia coincident with therapy for peritoneal dialysis. The hernia created a bulge in the patient¿s abdomen but no pain was associated with the hernia. There were no known overfill events. It was unknown if the patient was hospitalized for the event. On a later date, the patient underwent a hernia repair surgery. The patient was temporarily placed on hemodialysis but was expected to return to peritoneal dialysis therapy. The patient recovered from the hernia. The patient is performing hemodialysis and is expected to return to peritoneal dialysis therapy soon. No additional information is available at this time.